Event description:
Kiwi vacuum used to assist with a vaginal delivery would not release the suction off baby's head following delivery. The tubing had to be cut to get the vacuum to release from the head. There was no harm to baby.